Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/6/2019. H-3 additional evaluation summary: an empty opened foil and a labeled winding former with a detached needle and a undispensed suture of product code vcp433 , lot ml5318 were received for evaluation. . During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and remnant suture was noted and the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the suture needle pull off is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled off of the suture during use. Changed to another one to complete surgery. There were no adverse patient consequences reported. No additional information could be provided.